Manufacturer narrative:
Based on the information provided the cause of the alleged postoperative complications cannot be determined. Multiply requests for additional information were made; there has been no response to date. A lot number was not provided, without a lot number we are unable to review the manufacturing records for the device in question. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to the (B)(6): it was alleged that the patient underwent a rectopexy procedure and was implanted with a bard flat mesh which was fixated with a non bard/davol fixation device. As alleged the patient is experiencing nerve damage, chronic pain in the thigh, hip, leg and groin with reduced mobility. Also alleged is reduced sensation in the thigh and abdomen. As reported the patient has to catheterize and use bowel irrigation unit. It is report that the patient is pending a mesh explant procedure.